Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1lp37, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1lp37, ubd: 07-nov-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer¿s representative (rep) regarding a trial patient that was using an external neurostimulator (ens) for fecal incontinence. It was reported that the patient had dry blood on their back. The patient stated they felt their leads were out as their neighbor checked and the patient screamed ¿ouch¿, and then saw that the leads were in place. The patient stated that they called their physician who asked them to check if they had any ¿x factors¿ on their back, and the patient stated they did not so the doctor stated everything seemed fine. The patient stated that they felt the leads moved, they hurt on their back, and they hurt on their legs since they got medical shots. The patient also noted taking medication to have a bowel movement. The patient reported that they felt like a steel was pulling on their vagina, and it was reviewed that stimulation could feel like a pulling, tingling, or fluttering sensation. It was noted that the trial began on (B)(6) 2018. On(B)(6) 2018 the patient reported they had to force themselves to have a bowel movement and that their bed was wet, and they had never had a wet bed before. On (B)(6) 2018 the patient reported they were still experiencing adverse urinary symptoms, were having full heavy accidents and soaking their depends with urination. The patient reported they were constipated with pellets for bowel movements, and taking medication and milk of magnesia. On (B)(6) 2018 the patient reported that they were not feeling well, was lethargic, and so sick that they could hardly see. The patient also reported that they were having adverse urinary symptoms with leaking their depends. The patient mentioned if they had pain they would go see their doctor. On (B)(6) 2018 the patient reported they were feeling very tired and had not had any sleep and the bowel symptoms were worse than before the procedure. On 2018-mar-27 the rep reported that they lead was removed on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicating that the patient had not contacted them. No further complications were reported.